Manufacturer narrative:
(B)(4). Pt info: unknown as information was not provided. Similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to complainant: the device tilted during release from the delivery system, due to the pro-form suture. Patient outcome: additional information has been requested but not provided by the reporter.

Manufacturer narrative:
(B)(4). Similar to device with 510(k) p140016. (B)(4). Summary of investigational findings: based on the provided information it was not possible to determine the root cause of the reported tilt/kink. Of the images it was possible to determine the existence of a second device; however the placement of this device was constricted by the original graft kink. In addition, the kinking shortened the available length for the second device to seal along the inner aortic curvature allowing a type ia endoleak to occur. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device tilted during release from the delivery system, due to the pro-form suture. Patient outcome: additional information has been requested but not provided by the reporter.